Event description:
The customer reported erratic magnesium results generated from an alinity c processing module sn: (B)(6) and provided the following data for 1 patient. (Customer normal range 1.5 -2.5 mg/dlon (B)(6) 2023 sample ID (B)(6) generated a result of 0.99 and repeat results were 1.03 and 1.0. Repeated on another alinity c processing module sn: (B)(6) generated a result of 1.59. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. The alinity c processing module, serial number (B)(6) was inspected and found that the issue was resolved by replacement of the peristaltic head tubing (rohs). No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the peristaltic head tubing (rohs) and review found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the peristaltic head tubing (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or peristaltic head tubing (rohs) was identified.this issue was previously reported under MDR number 3005094123-2023-00237 under a different suspect device.